Event description:
It was by the patient that she underwent a left side hernia repair procedure on (B)(6) 2008 and mesh was used. The patient experienced debilitating pain beginning in 2011. It was reported that fluid was removed from an abdominal mass on unknown date in (B)(6) 2012. The patient was prescribed valium for the pain. No other information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.